Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, error test, basic occlusion test and displacement test. No motor error alarms were noted. The insulin pump was unable to prime unit during prime test due to faulty force sensor. The insulin pump was unable to perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, minor scratches on display window and broken belt clip slot. No unexpected low battery alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed multiple no delivery alarms and motor error alarm. Customer's blood glucose was 530 mg/dl. During troubleshooting, customer was assisted in performing the displacement test, the test passed. Customer was advised to monitor the device. Customer will not be returning the device for analysis.